Event description:
Middle aged male with recent CPR in emergency dept and urgent cath. When the package was opened, the device was smashed flat in a large area, midway in the tubing. Product was not used on the patient.